Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "a1203 - disconnection; e0119 - loss of consciousness; f26 - no health consequences or impact." There was patient involvement. It was reported that a patient in emergency trauma department, who was intubated for respiratory distress/altered level of consciousness, was receiving an infusion of propofol for sedation and azithromycin. It was noted that the pump module began alarming "channels disconnected" shutting off the propofol infusion on an intubated patient. Channels were not disconnected at this time. The patient remained sedated prior to staff being able to get a replacement pump to restart the propofol infusion. The devices were reportedly investigated by the customer's biomed. The report was not shared with bd.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "a1203 - disconnection. E0119 - loss of consciousness. F26 - no health consequences or impact." There was patient involvement.